Manufacturer narrative:
Correction: h6. Additional information: the reported incident could not be confirmed. Stryker asked the customer to take note of the risks associated with this field action (which were mentioned in the customer notification). In this case, the surgeon confirmed that no adverse consequences were observed.

Event description:
No new information.

Event description:
Within the scope evaluation for a product field action, this case was identified to have the potential to exhibit the hazard of the recommended screw length being greater than the bone thickness for implants with screw holes located in an area of thin bone. No adverse consequences were reported for this event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.